Event description:
Report received of a foam disengagement. Reportedly, as staff were preparing to perform oral care on the patient, they opened the package of 6070-x (oral swab individually wrapped) and noted the foam head disengaged from the device. The device was not used on the patient. No adverse consequences were reported. No additional information was provided.

Manufacturer narrative:
The complainant provided photographs and lot information to aid in the investigation. Product was not returned. A visual inspection was performed on the photographs provided of the affected swabs. The photos show that the foam head is separated from the stick, and the foam appears to be torn apart in three separate pieces. A product history review was conducted. All in-process quality checks indicated passing results for the affected finished good and lots. The product history review determined that there were 3 work orders generated during production for the affected finished good and lots related to glue issues and jams on the machine. Jams on the equipment can lead to damaged swabs which could cause the foam disengagement shown in the provided photographs. Therefore, the root cause of the reported complaint was determined to be manufacturing related. The reported complaint of foam disengagement for the oral swabs will continue to be trended and monitored.

Event description:
No additional information was provided related to this event. Although requested, no product was returned.